Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: screw driver broke. Tip of the screw broke but could be removed completely with pliers. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: user applied excessive force to the instrument, screw inserted at an angle, incorrect size of screw for tunnel/graft, 3) use in hard bone, or 4) driver not fully inserted into screw. The reported failure mode will be monitored for future reoccurrence. Mfg date: manufacture date is not known. Gtin: (B)(4).

Event description:
It was reported that the tip of the screw broke and there was a 30 minute surgical delay. The broken piece was retrieved and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the tip of the screw broke and there was a 30 minute surgical delay. The broken piece was retrieved and the procedure was completed successfully.